Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device evaluation anticipated, but not yet begun this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, when opening the package of a standard fixed core wire guide it was found to be broken, "it looks like it came unraveled". The procedure was completed with a new wire. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: d4 - lot #, expiration date, primary UDI number h4 - device mfg date. Correction: d5 investigation ¿ evaluation it was reported that when the user opened the package, the standard fixed core wire guide was found to be broken and appeared to be unraveled. A new same-like device was opened to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures and specifications, as well as a visual inspection of the returned device, were conducted during the investigation. One prior to use wire guide was returned to cook for evaluation. Upon visual inspection, the wire guide was noted to be pulled and stretched approximately 2 cm from the tip. The coils had unraveled and the tip of the inner mandril was visible. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed one possible relevant non-conformance; however, the non-conforming products were documented as scrapped prior to lot release. A review of complaint history records found no other related complaints associated with the complaint device lot. This device is supplied without an IFU. Therefore, cook did not review product labeling. The information provided upon review of the dmr, IFU, DHR and device evaluation suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook was unable to establish a definitive cause for this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.